Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery alert and power loss alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery alert and power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched case, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.